Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that "some of the wires are coming loose" and that they need a "little procedure to tighten up the wires". The rv lead and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.